Manufacturer narrative:
In the initial report, the device manufacture date provided (02/10/2016) was incorrect. The correct date of manufacture is 01/18/2016 and has been corrected of this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss cycled the power and tried to reproduce the reported issue, but he was unable to reproduce it. Fss checked the error log and no error was generated. Fss proactively replaced the hard drive and the advantech printed circuit board (pcb). Fss reloaded the surgeon programs and passwords, then calibrated the touchscreen and reset service internal. Fss checked the system using the field service checklist and everything checked to amo specifications. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system came up with a blue error screen in between cases. It was reported that there was no patient involvement and that the patients treatments were delayed/cancelled until back up system was brought into the room.